Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions), h10 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the transmitter mmt-7821lna will not be returned for analysis.

Event description:
Updated sumary: the customer no longer alleged that there was a loss of communication between transmitter and pump.

Manufacturer narrative:
Additional information was received regarding a patient weight changed from 140 pounds to 125 pounds. Accordingly, the correct patient weight based on the additional information is 125 pounds. And removed medical device problem code ¿ 3283 (related troubleshooting code ¿ za69 and reason for report code - za450200). These corrections were made in sections a4 and b5, h6 of this follow-up report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced transmitter battery is depleted, loss of communication between the insulin pump and transmitter and transmitter connector bridge or pins damaged. The customer reported no adverse event. The event involved product(s) mmt-7821lna, mmt-7841zn. Troubleshooting was performed and deleted transmitter serial number from pump and confirmed transmitter serial number was programmed in manage devices screen. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. The customer discontinued the use of the device, mmt-7821lna was requested and customer response was the device will be returned.